Manufacturer narrative:
(B)(4). Insulin pump received with unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. P-cap, reservoir locked properly in place. Insulin pump received with scratched case. Insulin pump received with pillowing and cracked keypad overlay at select button. Insulin pump received with cracked belt clip rail case corner. Insulin pump received with corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on retainer ring. The customer stated they accidentally jumped into pool and insulin pump had water inside it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.